Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, five endocutters were needed as the devices locked out, partially formed staples and cut with no staples. There was no reported pt consequence.